Event description:
It was reported that during a routine device replacement procedure, the physician noticed that the left ventricular (lv) lead exhibited an insulation breach. The lead was repaired using a medical repair kit, and was reconnected to the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).